Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, a battery test and a power-on self test. The visual inspection verified the damaged power cord. The power cord was replaced to resolve the condition. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.